Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. Unable to verify rf pic failed selftest alarm or pump upload using carelink pro due to unresponsive button. The pump had a minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had rf pic failed selftest error. The customer¿s blood glucose level was 4.2 mmol/ l at the time of the incident. It was reported that there was issues with carelink pro upload. They updated java. The customer reported two rf pic failed selftest errors in alarm history. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.